Event description:
It was reported that the customer had blood glucose levels of 395 mg/dl, 350 mg/dl, and 283 mg/dl. Customer reported symptoms of increased heart rate, nausea, fatigue, and possible onset of diabetic ketoacidosis. Customer treated with manual injection. It was also mentioned that the customer had air bubbles. Troubleshooting occured.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.